Manufacturer narrative:
The available information is extremely limited, the information provided does not allow us to determine which probable codes are associated with the implanted devices. For this reason, brand name, type of the device: common device name, device product code and PMA/510(k) number cannot be determined. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00030 to 3012447612-2020-00032.

Event description:
It was reported that a patient can feel the implants postoperatively and will undergo a revision surgery to remove the construct. No patient or surgical information was provided. This is report one of three for this event.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. The catalog and lot number for this specific device was not provided. Therefore, the device and complaint history record (DHR) review cannot be performed in this case. It was reported that a patient can feel the implants postoperatively and will undergo a revision surgery to remove the construct. No patient or surgical information was provided. The reported complaint could not be verified with the information provided by the customer and no return of the reported product . The exact cause of this event can't be determine with the available information. If further information is made available to the manufacturer, a supplemental report will be submitted.

Event description:
It was reported that a patient can feel the implants postoperatively and will undergo a revision surgery to remove the construct. No patient or surgical information was provided. This is report one of three for this event.